Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Family member of consumer reported liquid in the syringe barrel. She stated that about 4 syringes had liquid inside. The lot # is not available, caller stated that she discarded the box with the remaining syringes. She also stated that she is using 3/10ml, 31g, 8mm syringes, she was able to provide the cat # from a current box. Lot #: unknown. Catalog #: 328438. Date of event: unknown. Samples: discarded.